Event description:
It was reported that the device heated up during a procedure. The same device was used to complete the procedure. There was no delay and no allegations of adverse consequences associated with this event.